Event description:
The customer reported that the clear insulation peeled and split during the procedure. Nothing fell off of the device and there was no injury to the patient. The device was returned to covidien and initial evaluation found the device to fail hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.